Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged temperature alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, multiple temperature alarms occurred while the pump was connected to a power source. Reportedly, the customer was able to resume insulin after disconnecting the pump from the power source. The customer's blood glucose 200-300 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.